Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device did not power off when the device was unplugged from ac power; however, received a battery fault message on display even after the battery fault message on display even after the battery was charged. This was due to the battery. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off while on battery power. The device was returned to the biomedical department with an unsigned note that stated, "battery dies immediately when unplugged." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing a the user facility, the device did not power off when the device was unplugged from ac power; however, a battery was charged. No additional information was provided.